Manufacturer narrative:
Because this event resulted in the need for medical intervention, it is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
A doctor stated that while a patient was wearing suresmile aligners from staged models 1, she wasn't able to finish the lower due to the aligners "bunching up" on the lingual side of the anterior teeth. They did a refinement and had the same problem with staged models 2, around aligner #10 on the lower. Patient and doctor stated that they did all the proper ipr as well.

Manufacturer narrative:
Orametrix reprinted l14 and l15 for first refinement reprinted l1, l10, and l15 for second refinement. Returned aligners fit to reprinted arches as designed and show no signs of bunching described by the dr and patient. None of the impacted aligners were returned for investigation. All aligners tested fit to the reprinted arches as designed, therefore no root cause can be determined. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.